Manufacturer narrative:
A ge service representative performed an onsite investigation. The software was installed and the generator and filament were calibrated during the service call. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed a 'data error' after the tube was replaced. This resulted in a loss of imaging functionality. This could cause the delay or cancellation of a procedure. There is no report of injury or death associated with the event described in this complaint.